Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr gold. Motor passed motor test. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. No further information was provided.